Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, a white deposit was formed on the gas exchange fibers of the oxygenator. The product was changed out. There was an unknown amount of blood loss. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device for evaluation and visually inspected prior to decontaminating. No evidence of white foreign material was observed. Sample was decontaminated for ten hours with ten percent bleach solution. After the sample was dried with filtered compressed air overnight it was reexamined. There was no evidence of white foreign material on the fibers, thus the complaint was not confirmed. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.